Manufacturer narrative:
\ Product has been requested to be returned numerous times but has not been received. This claim is being reported based solely on the customer's report.(B)(4).

Event description:
Customer reported after placing the strap through the u bar and pulling it tight, the strap broke during restraining a patient. Customer could not provide the date of the event or any patient information. No patient or personnel injury was reported.